Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 404 (mg/dl). A bolus was delivered to address bg level. A pump system check was performed and one small air bubble was observed. During follow up, the customer reported bg level lowered to 261 (mg/dl).